Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: a pcb 5.0/2.0/90 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 7 atmospheres for 35 seconds. The device was removed without any issues. The procedure was completed with a different device. No patient complications wer reported and the patient's condition was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 7 atmospheres for 35 seconds. The device was removed without any issues. The procedure was completed with a different device. No patient complications wer reported and the patient's condition was good.